Event description:
A physician reported that following a cataract surgery with intraocular lens (iol) implant procedure, a routine cataract patient with no special conditions underwent surgery. The surgery was completed smoothly on the day of operation. Postoperatively, the patient developed toxic anterior segment syndrome (tass).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).